Event description:
Additional information received from the health care provider reported that the patient was not seen. Reprogramming was done on (B)(6)-2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3777-60,serial# (B)(4), implanted: (B)(6) 2012, product type lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), programmer. Patient product ID: 3550-29, lot# n321204, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported that a patient experienced a shocking or jolting sensation. It was stated that the lead detached from the implantable neurostimulator (ins) and the patient began feeling pain, shocking, stabbing, and a grinding pain since ins was implanted in (B)(6) 2012. The patient stated that "after having the device put in it didn't feel right". It was stated that the patient's hip "grinded" and it felt like "it was shooting out the back of the patient's skin". The patient went to her health care provider (hcp) and was told that "it was under scar tissue and that was the reason for the pain". It was stated that the patient turned off the ins with the patient programmer, but had continued to charge the ins to keep it from over discharging. It was reported that recharging is "very painful" and the patient fears that "fluid was leaking into the ins". It was noted that the patient could not walk when the ins was on. It was reported that the patient is scheduled for a revision surgery in (B)(6). An x-ray was done to confirm that the lead was "detached" and it was in the hip area. Later that day, it was reported that the patient never had therapeutic effect. It was stated that "the ins has never been working". "The lead was pulled out of the stimulator". Three days later it was reported that when the patient charges her ins she had "severe pain" at the ins site. It was noted that the surgeon indicated that there was "a lot" of fluid in the pocket and it needed to be revised. An impedance test was run and all were within normal limits. The ins was shut off and powered down to 0 v. It was reported that the patient was alive with no injury or adverse event. There were no patient symptoms or injuries related to this event. There were no actions take yet, but planned (revision surgery). Later that day, it was reported that the patient was still having discomfort at the pocket site while recharging even though the ins was off and at 0 v. Two days later, it was noted that the cause of the issue was not determined. The patient was waiting to be scheduled for a revision surgery. Further information has been requested, but was not available at the time of this report. If more information is received, a follow up report will be sent.